Event description:
End user reported while driving his motorized wheelchair in the dark, he accidentally drove it down his porch stairs. Allegedly, as a result of the incident the end user fractured both arms and was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported that he accidentally drove the motorized wheelchair down his porch stairs in the dark. The owner's manual warns, "avoid uneven or unstable surfaces" and, "never attempt to drive a power wheelchair off or up onto a curb, stairs higher than 1.5 inches, or an escalator".